Event description:
The hcp reported that following the sixth lesion, the needles failed to retract back into the cartridge. The cartridge was removed with the needles fully extended. No unusual bleeding was noted and the procedure was completed by changing the cartridge. The patient was discharged home with no adverse affects reported and no treatment interventions required.